Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the following information was requested, but unavailable: on what tissue type was the device used? Appendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) First firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that the device was received in good visual condition and with four reloads present. The reloads were received fully fired and in good condition.the device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device worked as intended.it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the fire handle did not lock out after firing the device. The surgeon was able to move the firing trigger back and forth several times. When the device was removed from tissue, the device had cut, but there was incomplete staple form. There was about 50cc of blood loss. No blood transfusion was required. Er320 clips were used to control the bleeding. A second device was pulled to cut out the original staple line and complete the procedure. The procedure took an additional twenty-five minutes. The additional time was due to getting another device and controlling the bleeding.